Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to improper reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) ¿reprocessing manual_ flush the air/water channel with water and air caution: do not apply lubricants to the aw channel cleaning adapter. Lubricants may cause malfunction of the aw channel cleaning adapter.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that body fluids or filth leaked from the biopsy valve or air/water valve or suction valve or auxiliary water inlet. The seals on the rubber buttons for picture taking and irrigation were broken on the gastrointestinal videoscope. This issue was found during reprocessing. There was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation findings were: the switch #1 was cut and broken, the bending section cover glue had a crack and discoloration both sides, the control knob right/left and up/down had play, the plastic distal end cover had scratches and dents, the objective lens had tiny chip around the glue area, the light guide lens had tiny chip around the glue area, and the angulation up/down/left were out of specification, and the control body customer label was dry (advanced diagnostics). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.